Event description:
It was reported that the lead components of the patient¿s implantable neurostimulator (ins) system had migrated. Diagnostics and troubleshooting included reprogramming and x-rays (results not specified). The patient was to undergo a lead revision procedure scheduled for (B)(6) 2015. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ there were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the leads were replaced and repositioned. The cause of the lead migration was not determined. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the healthcare provider reported that the lead revision was performed on (B)(6) 2015. The patient was indicated for complex regional pain syndrome type ii and spinal pain.